Event description:
It was reported they had a comment from a surgeon stating that during a procedure, the trocar was leaking. There was a hissing sound coming from the top of the trocar. The procedure was completed with no patient impact reported. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.